Manufacturer narrative:
The customer evaluated the device. And received, remote support from the customer care solution center. During, which diagnostic service was provided. The customer was guided and proceeded with an operation check. Whereas, the device was functional. Although no fault was found. This will be documented as a malfunction that occurred, at the time of the reported event. The cause of which was not determined. The device remains at the customer site. And no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device is experiencing a power error. There was no patient involvement.